Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response button was intermittent. As received, the response button trace was creased. The cause of the intermittent response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.